Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: lopro, t4, (B)(4); catalog: 0574-0127; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a gs avl/gvm monitor with a lopro t4 blade, when the blade was plugged into the monitor, lines were seen on the screen and the video flashed on and off. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.